Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device was broken shell, missing shell and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified broken striated, nicks striated and wear abrasion. Based on the device analysis the final assessment is: two striated patterns along the same edge in the side anterior assessed as surgical damage. Nicks striated assessed as surgical tool scratch like. Missing shell assessed as inconclusive. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare provider reported a right side capsular contracture baker grade iii/IV. The device has been explanted and replaced.